Manufacturer narrative:
(B)(4).

Event description:
The customer called the philips response center to report that the device failed the shift/system check defib test with error codes 90007 and 90008. There was no report of pt involvement.